Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed.  It was noted that the video connector was broken and the cover had water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e226 error occurs when an abnormality occurs in the communication between the endoscope and the processor. A water leak was observed in the damaged connector part which likely caused the e226 error to temporarily occur, resulting in communication failure. However, no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The user may prevent occurrence of the event by handling the device in accordance with the instructions for use (IFU): "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to the distributor, that the hd 3cmos autoclavable camera head had an e226 scope communication error with no image. The issue occurred during preparation for use and the procedure was completed with a similar device. There were no reports of patient harm associated with the event.